Event description:
A surgeon reported planned explantation of the hydrus microstent due to iris-microstent touch resulting in irritation and inflammation. The explant was planned for (b)(42022. Additional information has been requested.

Manufacturer narrative:
The surgeon plans to explant the hydrus microstent; therefore, at this time it is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Anterior chamber inflammation, iris-microstent touch, and malposition are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The explanted microstent was discarded; therefore, a device evaluation could not be performed. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Elevated iop, blurred vision, irritation, and microstent explantation are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported planned explantation of the hydrus microstent due to the iris-microstent touch resulting in irritation and inflammation. The explant was planned for (B)(6) 2022. Additional information has been requested. A patient underwent uncomplicated cataract surgery with hydrus microstent implantation on (B)(6) 2022. Four days post-op, the patient experienced redness, irritation, and decreased vision. The unmedicated iop was 23mmhg with 2+ anterior chamber cells and 2 windows of the microstent extending into the anterior chamber and iris. The device was explanted on (B)(6) 2022 and the patient had a mild decrease in vision with irritation that was expected to normalize.